Event description:
It was reported that the implantable pulse generator's battery impedance had been continuing to rise and the device was found to be at normal elective replacement indicator. The diagnostics appeared to be incorrect because they were exactly the same on two different remote transmissions even though they were almost two years apart. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).